Manufacturer narrative:
D3: corrected. No product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an air in line alarm had occurred. The cassette had been unable to be removed as it had been locked in place. The battery cover had been opened and closed. The bottom of the cassette had been tapped on a hard surface to disperse air bubbles. The pump had been turned on, but the alarm had returned. The patient had reported a few small air bubbles in the tubing between the pump and the medication bag. The spike had been fully inserted into the bag. The patient had been instructed to move the bag around, pinch the stem of the bag to expel any possible air bubbles between the tubing and the bag, and reposition the tubing. The bottom of the cassette had been tapped once again. An attempted restart had been made, but the alarm had persisted. The pump had been turned off, and the tubing had been clamped. The patient had been instructed to contact her physician at the cancer clinic. No further needs had been identified at that time. The reservoir volume had been 555.9ml. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was patient involvement, and no patient harm/adverse event reported.